Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. All steps of preparation were performed according to the instructions for use. Two clips were implanted without issue. A third clip was prepared and positioned. The clip was placed at the central posterior-septal location, and the grippers were lowered. As the clip was closed, the septal leaflet appeared to slip out of the clip. The clip was unlocked and opened, however it appeared that the septal leaflet was behind the gripper. The physician attempted to free it and also inverted the clip to escape the right ventricle, however the clip could not be freed. After several unsuccessful escape attempts, it was decided to grasp the leaflets as best as possible and release the clip. The clip was deployed without issue. There was significant movement on the septal leaflet, but the clip remained attached. Tr was reduced to grade 2. On the following day, the pre-discharge imaging showed that the clips were all attached however, the tr was severe.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the reported difficult or delayed positioning associated with leaflet capture resulting in the reported entrapment of device (clip becoming entangled with the anatomy) cannot be determined. Additionally, a cause for the mitral valve insufficiency/regurgitation cannot be determined. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect- impact code: 4614. Codes added: h6 health effect - impact code: 4641. H6 medical device problem code: 1212.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. All steps of preparation were performed according to the instructions for use. Two clips were implanted without issue. A third clip was prepared and positioned. The clip was placed at the central posterior-septal location, and the grippers were lowered. As the clip was closed, the septal leaflet appeared to slip out of the clip. The clip was unlocked and opened, however it appeared that the septal leaflet was behind the gripper. The physician attempted to free it and also inverted the clip to escape the right ventricle, however the clip could not be freed. After several unsuccessful escape attempts, it was decided to grasp the leaflets as best as possible and release the clip. The clip was deployed without issue. There was significant movement on the septal leaflet, but the clip remained attached. Tr was reduced to grade 2. On the following day, the pre-discharge imaging showed that the clips were all attached however, the tr was severe.